Event description:
It was reported that the patient was hospitalized due to overdose and increased suicidal ideation. The event was noted to be possibly related to vns implant procedure, unlikely related to stimulation/device, and definitely related to underlying condition. There was no change in medication, observation only. It was noted that the event resolved. No further relevant information has been received to date.

Event description:
Further information received states that suicide attempt by overdose event is possibly related to stimulation, implant procedure, and device. No other relevant information has been received to date.